Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 69-year-old male patient underwent an atrial tachycardia (at ¿ right) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac perforation requiring surgical intervention and prolonged hospitalization. After a right-sided atrial tachycardia case completed, a cardiac perforation to the pericardium was noticed. While the patient was in "holding," the cardiac perforation was discovered and confirmed via echo. The had a pericardial window performed, or open-heart surgery, but the medical team could not confirm when this took place. The patient is in stable condition. The physician¿s opinion on the cause of this adverse event was the procedure. The pericardial window was performed in the operating room after an echo was performed in the holding area post case. The patient outcome of the adverse event was fully recovered (no residual effects). Patient was required to stay an extra couple of days to monitor status post or procedure. The generator used was a smartablate rf generator. Transseptal puncture was performed with a brk needle. St. Jude medical. Ablation was performed prior on the high right posterior septum. No evidence of steam pop. Event occurred during mapping phase. Catheter was set to low flow, stsf setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Visitag module parameters for stability used were 2mm, 5s, 4g 50%, size 3mm visitags with no additional filter and impedance drop. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.